Event description:
It was reported that the ventricular assist device (vad) exhibited dropping flows, eventually dropping to near zero liters per minute. The patient also presented with low blood pressure. The patient subsequently coded in ventricular tachycardia with a return of spontaneous circulation after defibrillation. Low flows continued. Review of log files revealed below normal power consumption as well as a motor start event with parameters outside of the typical range. The patient's international normalized ratio (inr) was therapeutic at 1.9. A thrombus occlusion in the inflow cannula or outflow graft was suspected. The patient was treated with anticoagulants and medication to support low blood pressure. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿outflow graft  d4: model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2022 / lot #: 17062222-0610 d9: mfg date: 01-nov-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the associated outflow graft (lot (B)(6)) were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed one motor start event recorded on (B)(6) 2024 in which motor start parameters were atypical. Additionally, log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2024, leading to parameters below the normal operating range, as well as (B)(4) low flow alarms logged since (B)(6) 2024. As a result, the reported motor start event and low flow event was confirmed. The reported outflow graft occlusion/device thrombus event could not be confirmed due to insufficient evidence. Per the instructions for use, device thrombus and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had an implantable cardioverter defibrillator. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.